Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The laser core module was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system message displayed during the case" (device displays error message). The nurse reported a system message displayed during the case. The laser subsequently rebooted itself after the system message displayed. The case was completed. No patient injury was reported.